Event description:
We were contacted by dr. (B)(6) office to report a replacement of a leaking expander on (B)(6) 2008. The expander was explanted and replaced with a different one of the same size. The device was described as defective.

Manufacturer narrative:
This report is being initiated following an FDA field audit recommending a complete review of past complaints. This filing is a result of that review.